Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: the black box contain no power on reset. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Unrelated to the complaint, there is a dim, pink, display; battery compartment cracked below bumper pad; no damage or peeling to keypad. Contrast key is not working. Removed the keypad, found contamination under the all key contacts. Battery cap is damaged ¿ top worn, used test cap for all steps, test battery cap does tighten fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unspecified history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.